Event description:
Customer reported the insulin pump alarmed failed battery test, weak battery, and off no power. Customer's blood glucose was 432 mg/dl. Alarms and possible causes were explained to the customer. Failed battery test will reoccur with each new battery that was inserted. Neither battery compartment nor spring were damaged or corroded. Customer was advised to clean battery cap and battery compartment. Customer stated the device will not hold a battery from 24 hours at a time. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms noted. The device had a cracked reservoir tube lip.